Manufacturer narrative:
Correction to d4 "UDI". The subject device is not sold in the us. Correction to h10 of the initial report. The reported event was not confirmed as the scope was not microbiologically tested by olympus. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Despite good faith attempts the user culture results and cleaning disinfection and sterilization (cds) processes were not shared. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: establishment name: (B)(6) hospital. The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The device evaluation found: the connecting/insertion tube had dents and was scratched. The channel tube inner wall had a scratch. The switch box had discoloration. The keytop of switch 1 had damage. The nozzle was missing. The light guide lens was chipped. The air/water feeding was slightly unsmooth. The leak check label inside the scope connector was discolored. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, the videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The procedure was a diagnostic gastroscopy. The patient was not under anesthesia. The procedure was completed with no delay using the same set of equipment. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.